Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. The patient also alleged having headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to bipap device sound abatement foam. There was no report of patient harm or injury. The patient alleged visualization of black particles in tubing/chamber. The patient also alleged of having headache. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external part of the device. Dust like contaminates were found on front panel, and top enclsoure filter area. The manufacturer visually inspected the internal part of the device and found unknown white dust contaminant on the pca, rear panel, bottom enclosure, blower box, blower and blower seal. Pil observed evidence of liquid ingress on the bottom of the blower. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam but the contamination likely originated externally to the device. Sections d8, d9, h2, h3, h6 were updated in this report.